Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that the patient with this device was presented in the clinic after hearing beeping tones emitted from the device for approximately one week. Upon device interrogation, a fault code was observed for voltage too low for projected remaining capacity. Device memory was saved to a disk and a longevity calculation for this device showed that the device hardware was not detecting the extra current draw and because of this, the battery status indicators were inaccurate and not reflecting the depletion condition. The battery did have a significant reserve capacity and the failure appeared to be consistent over time. The data indicated with a very high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for two weeks' time to allow for scheduling of device replacement. A revision procedure was performed and this device was explanted. No adverse patient effects were reported during the procedure.